Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had toned, potentially due to magnet exposure. The patient's skin around the implant area was also reportedly sensitive. The device remains in use. No further patient complications have been reported as a result of this event.